Event description:
On (B)(6) 2013 information was received from the reporter that the patient had been experiencing a mild increase in seizures and that the patient's family believes the device is reaching end of service. It is unknown if the seizures are above the patient's pre-vns baseline frequency. Attempts for additional information have been unsuccessful to date. Surgery is likely; however, has not been performed to date.

Event description:
On (b)(46) 2013, it was reported that the physician was planning on turning off the patient¿s vns to see if there was a change in seizures. Follow-up showed that the patient¿s device had not been disabled, yet. The patient was last seen on (B)(6) 2013 at which time the device was not at neos. Per the physician, the increase in seizures was not actually an increase. The device was to be programmed off to evaluation efficacy; however, the physician was uncertain as to if the device was ever efficacious as she did not know enough about the patient¿s history the patient had long-standing issues including cerebral palsy and quadriplegia and had been on multiple treatments including the ketogenic diet, acth, and onfi without seizure resolution.